Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('spirals have migrated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("I have be depressed"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), vulvovaginal mycotic infection ("fungi (toe, foot and vaginal)"), fungal skin infection ("fungi (toe, foot and vaginal)"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), genital haemorrhage ("violent bleeding"), thrombosis ("blood clots"), musculoskeletal pain ("I suffer from pain in my right shoulder"), fibromyalgia ("fibromyalgia"), migraine ("I am suffering from migraines"), menstrual disorder ("menstruation symptoms") and menopause ("menopause"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, depression, feeling abnormal, memory impairment, vulvovaginal mycotic infection, fungal skin infection, allergy to metals, alopecia, genital haemorrhage, thrombosis, musculoskeletal pain, fibromyalgia, migraine, menstrual disorder and menopause outcome was unknown. The reporter considered allergy to metals, alopecia, depression, device dislocation, feeling abnormal, fibromyalgia, fungal skin infection, genital haemorrhage, memory impairment, menopause, menstrual disorder, migraine, musculoskeletal pain, thrombosis and vulvovaginal mycotic infection to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('spirals have migrated') and genital haemorrhage ('violent bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("I have be depressed"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), vulvovaginal mycotic infection ("fungi (toe, foot and vaginal)"), localised infection ("fungi (toe, foot and vaginal)"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), genital haemorrhage (seriousness criterion medically significant), thrombosis ("blood clots"), musculoskeletal pain ("I suffer from pain in my right shoulder"), fibromyalgia ("fibromyalgia"), migraine ("I am suffering from migraines"), menstrual disorder ("menstruation symptoms") and menopause ("menopause"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, depression, feeling abnormal, memory impairment, vulvovaginal mycotic infection, localised infection, allergy to metals, alopecia, genital haemorrhage, thrombosis, musculoskeletal pain, fibromyalgia, migraine, menstrual disorder and menopause outcome was unknown. The reporter considered allergy to metals, alopecia, depression, device dislocation, feeling abnormal, fibromyalgia, genital haemorrhage, localised infection, memory impairment, menopause, menstrual disorder, migraine, musculoskeletal pain, thrombosis and vulvovaginal mycotic infection to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.